Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The oxygen flush button was replaced.

Event description:
The hospital reported that, during a case, the oxygen flush button became stuck. There was no reported patient injury.